Manufacturer narrative:
Final analysis found insulation abrasions breaching the ring electrode cable lumen at 69.8 cm to 69.9 cm and at 70.3 cm to 70.6 cm from the connector pin.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced.